Manufacturer narrative:
H2, h3, h6) additional information added to sections a and b5. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, version: 2.1.0, ubd: unknown, UDI#: unknown a manufacturer representative went to the site to test the navigation system. It was reported that no fault was found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the procedure was a spine surgery, this occurred intra-operatively. There was no surgical delay.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was no hardware or loose connection issue and that it was a lumbar spine procedure. There was no reported impact on patient outcome.

Manufacturer narrative:
H3, h6: multiple fdd/annex a codes were reported. A13 was coded for system had difficulty displaying images from the imaging system/2d images were completely black. A0709 was coded for gently tapped the camera to get the 2d images to properly appear again. No products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that the system had difficulty displaying images from the imaging system. The imaging system images had no issue transferring to the navigation system, this occurred while in navigation. In navigation, the two dimensional (2d) images were completely black. When a probe was introduced into the field, the spheres were visible in the tracking window, but nothing changed in navigation. The surgeon then gently tapped the camera to get the 2d images to properly appear again. There were no localizer error messages present during this process. Delay information was not provided. No patient complications have been reported as a result of this event.